Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 224 mg/dl then 429 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications. Customer also reported receiving unspecified error messages.

Manufacturer narrative:
Control solution testing was not conducted as solution was not available.